Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The handswitch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The handswitch was returned to the manufacturer but was under analysis at the time of filing.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system would not take a 3d spin. The 2d ap and lateral scouts performed without issue. Rebooting attempted without resolution. An alternate imaging system was utilized to complete the procedure. There was no impact to patient.

Manufacturer narrative:
Analysis on the returned hand-switch resulted in a physical damage failure being found through functional testing and visual/physical examination. Analysis states that the, visual inspection notes the handswitch coiled cable is stretched. Installed handswitch on an imaging system and the handswitch responds as appropriate when 2d, 3d or store buttons are actuated. Performed functions at various distances to provide stretching opportunities, however no errors occurred. Handswitch coiled cable is stretched and internal standoffs are broken resulting in a rattle when shaken, but no functional problem was observed while under test. If information is provided in the future, a supplemental report will be issued.